Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The event was discovered while reviewing the patient¿s treatment records following a report of an m65 scale reading error that was received during the patient¿s prior treatment. It was noted that during cycle three, the patient had drained 4477ml which is 224% the patient¿s fill volume of 2002ml. Upon discovery of the iipv event, the technical support representative advised the caregiver to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with their treatment without the cycler. The cause for the high drain volume was unknown. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the issue. The patient performed a stat drain and the issue was resolved. The patient received a replacement cycler and has continued with peritoneal dialysis therapy without complication. Additional information was requested but is unavailable.

Manufacturer narrative:
Correction: device code.

Manufacturer narrative:
Correction: the reported symptom iipv ((dv > 200% of fv) was not confirmed. The reported symptom scale reading error warning was not confirmed. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment¿s programmed fill setting. The simulated treatment was performed, completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was no presence of visible liquid or evidence of past fluid within cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.